Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 4. Reference MFR reports: 1627487-2017-01015, 1627487-2017-01017, 1627487-2017-01018,. Note: the patient received 2 surpra-orbital leads and 2 occipital leads (off label use) it was reported the patient experienced swelling at the nape of the neck. The following day the skin at the right temple had eroded, exposing the right supra-orbital lead. The patient also had a staphylococcus infection. The patient had IV and oral antibiotics. The patient's devices were explanted. Follow up revealed the infection has resolved.